Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 281 mg/dl with high ketones; cause was unknown. Customer attempted to bring bg level down by delivering a bolus. Additionally, the customer went to the emergency room (ER) where intravenous (IV) drops and an unspecified test was administered. Upon arrival to the ER the customer was vomiting and experiencing stomach cramps. The customer was subsequently admitted to the hospital where an IV drop was used to resolve the issue. Reportedly, the customer was released from the hospital on 11/7/19 with no permanent damage.